Event description:
It was reported that the customer had been hospitalized twice within the two years prior due to high blood glucose levels. The customer stated that, for one of the incidents, the paramedics transported her to the hospital. The customer mentioned that she had diabetic ketoacidosis during both hospitalizations. The customer declined troubleshooting at the time of the call. The customer did not provide any other details regarding the hospitalizations. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.